Manufacturer narrative:
This MDR is being submitted as part of service and repair remediation activities associated with (B)(4). With respect to the returned unit, it has passed all specific functional testing requirements, except for the lock having rotational movement when unit is not under pressure, this would not have caused a slippage. When unit is properly positioned and put under pressure unit would not have slipped. Preventative maintenance and cleaning required. Device history record reviewed for this product ID a1114 manufactured in 2012 showed no abnormalities related to the reported failure. The 14 devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. The reported complaint is not confirmed - no issues observed from the evaluation. (B)(4).

Event description:
It was reported that the a1114 mayfield infinity skull clamp was involved in a slip during a cranial procedure. It was unknown if there was any patient injury.